Event description:
During the procedure while removing a guidewire the neuro interventionalist realized that the catheter tip had broken off. She proceeded to extract the broken catheter tip while performing the thrombectomy.